Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 418mg/dl. The customer experienced vomiting, nausea, frequent urination, and was dehydrated. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir alarm. The drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. Advised the customer to call when the tubing clamp arrives to continue testing. No further information was provided.